Event description:
It was reported that the patient experienced a return of their pain. The physician assessed that the device had dislodged and that the patient had a spinous process fracture. The patient underwent an explant procedure to remove their superion implanted device. The explanted device was retained by the facility and will not be returned for analysis. The patient is doing well post-operatively.